Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer alleged the basal iq was intermittently suspending insulin delivery during the day in the middle of the extended boluses. Customer declined to provide further information.